Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had a b30 error (scope communication error) and no image. Based on the results of the investigation, the probable root cause is a bad plug unit and connector cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had a b30 error (scope communication error) and no image. There were no reports of patient involvement.